Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.

Manufacturer narrative:
On 28-sep-2024 the patient's mother informed that the patient had an appointment with the doctor who adjusted the basal dose and also changed the patient's diet, adjusting the amount of carbohydrates. She stated that after these adjustments, the blood glucose levels were completely under control and that the pump was working perfectly. Due to this fact, the pump is still in use at the customer.